Event description:
It was reported that an asymptomatic patient presented in clinic. During interrogation, it was discovered that the right ventricular (rv) lead exhibited oversensing sensing noise. The physician opted to replace the rv lead, a new lead was successfully implanted. There were no patient consequences.